Event description:
Consumer complaint of blood result reading of ¿hi.¿ I did advise customer¿s girlfriend that hi means the blood result is over 600 mg/dl. Customer will seek medical attention since he has blurry vision and is weak. Called customer on (B)(6) 2015 - recall last 5 meter results: (B)(6) 2015 - 5:30pm - hi; (B)(6) 2015 - 5:27pm - hi; (B)(6) 2015 - 5:25pm - hi; (B)(6) 2014 - 7:47pm - 395; (B)(6) 2014 - 7:27pm - 519. I spoke to customer¿s girlfriend. Customer went to the hospital and was given a blood test which was 553 mg/dl. Customer was given insulin and when his sugar went down to 240 mg/dl he was released from the hospital with medication. Customer had ran a blood test before follow up call and the result was 453 mg/dl. Test strips were open 3 months ago and are stored in the pouch in the living room. Expected blood result is 100-130 mg/dl fasting. Customer had ran out of his medication and was not taking anything for his diabetes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user has high glucose value.